Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were noisy and the swivel and motor were damaged. The motor and swivel were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery on an unknown date, the unit was not calibrated properly and would not work on the patient. There was no patient harm/injury or surgical delay as there was no patient involvement. During investigation, the motor speed was inconsistent. Due diligence is complete; no further information is available.